Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with naked eye with no issues noted. Visual inspection including leak testing, clear passage testing and clamp function and device testing were performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during one of four of peritoneal dialysis therapy sessions. The patient was connected at the time of the event. The caregiver reported that the line separated from the heater bag due to a loose connection. Renal therapy services (rts) advised the care giver to disconnect the patient and remove all the supplies and bags. The patient would perform continuous ambulatory peritoneal dialysis (capd) to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.